Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 311 mg/dl. Reportedly, the customer had long acting insulin for alternate insulin therapy.